Event description:
It was reported that a spectrum iq infusion pump failed flow rate test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "fail flow rate twice" was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the event history log showed no abnormalities that would cause or contribute to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.